Event description:
The pt reported that her pump was not refilled in 2007, because she was between hcps. Approx 3 weeks later, the pt heard a two tone alarm and experienced withdrawal type symptoms - diarrhea, chills, and anxiety. The pt went to the emergency for the withdrawal symptoms. The pt reported she has a new hcp; the pump was refilled; and the pt is feeling much better. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates dilaudid. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.